Manufacturer narrative:
B5: new information updated. H3: product analysis found verified not working/intermittent. Unit presented with software:(v1.6.4), fully charged batteries, a chipped lid, a defective fuse label, a pi fault error message due to a defective stim pcba, and an afe pcba stim 2 fuse fault. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the console worked well with another pi.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #: (B)(6) & UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure in nim pi when the procedure type was selected on the console and the pi was removed from the dock the pi fault error was observed. The pi was unplugged and powered down and returned to the dock. Unfortunately, once it was removed from the dock another pi fault message was generated. Rebooting the system did not eliminate the error message. Given this problem has been observed on multiple occasions on an intermittent basis for the last two weeks. There was no patient involvement.